Event description:
The following event originated from social media, and therefore despite good faith efforts the information is often incomplete. Additionally, due to the limited information received through good faith efforts, this event may represent a duplicate of an event which was already known to boston scientific. It was reported that the patient experienced multiple cerebral vascular accidents. It was reported via social media that the patient had the watchman flx closure device successfully implanted. Post procedure at unknown times the patient experienced ten (10) cerebral vascular accident events. The patient remains on a medical regimen of xarelto and eliquis.

Manufacturer narrative:
B3 date of event - aware date used as event date is unknown. D6a implant date - implant date was reported as (B)(6) 2021.